Manufacturer narrative:
Please refer to the attached report analysis data dated 09 july 2024 01h51 and 01h33 revealed upon programmer/in-clinic follow-up, the parad/arrythmia episode containing the shocks (delivered on 08 july 2024 at 23:12/23:13) was not labelled as ¿complete¿ in device memory, because the arrythmia episode was still in progress (device did not succeed to stop the vt arrhythmia although 6 atp and 6 shocks were delivered). To be noted: an episode is classified as ¿complete¿ when the device detects 6 cycles out 8 that rates in the normal rhythm zone, below the slowest cutoff rate programmed in the device. Analysis data dated 09 july 2024 16h03 revealed: aida memory was reset on 09 july 2024 at 01:51, during the programmer/in-clinic follow-up, therefore the vt episode was erased before it could ¿complete¿ - as per specifications, programmer software does not read nor decode egm chains of episode, when episode is labelled as ¿busy (not complete)¿. This is the reason why this episode is not available, and why only pre part (ie before the vt persistence) can be recovered from data.

Event description:
Reportedly, the patient came to the hospital midnight on (B)(6) 2024 for an ICD shock activation. When checked at the hospital, the shock was confirmed from the stored data, but no egm was confirmed. The patient was checked again in the next morning, but the egm was also missing. The patient is still in the hospital, and the results of the analysis are urgently required in order to make a decision on the treatment plan as soon as possible.

Manufacturer narrative:
Preliminary analysis of the provided data showed the episode related to the choc delivery cannot be read by the programmer, for an unknown reason at this stage. The episode could be still recorded in the ICD; take care not to reset aida/memories. In order to try to retrieve this episode, could you please : - interrogate the device : change a setting (any of them) .apply the settings by clicking ¿prog¿ . Quit the interrogation - re-interrogate the device (the setting can be re-programmed as initially) the actions above may make available the episode in addition, we succeed to retrieve partial data dated on (B)(6) 2024 23:09, please find attached egm and below the tachogram upon programmer follow-up, the parad episode containing the shocks was not labelled as ¿complete¿ in device memory, because the device did not succeed to stop the vt arrhythmia, which was still in progress (although 6 atp and 6 shocks were delivered). Programmer software does not read nor decode egm chains of episode, when episode is labelled as ¿busy (not complete)¿. This is the reason why this episode is not available, and why only pre part (ie before the vt persistence) can be recovered from the. Cso file. How to retrieve the egm: additional remarks: 1. .idf file contains all data present in device memory, so if the patient is under remote monitoring it should be possible to retrieve the whole egm episode. 2. When the vt arrhythmia of the patient will be treated (for example with drugs), the episode will switch in ¿complete¿ state, and programmer will be able to decode it. 3. It is also possible to force the interruption of the episode, by performing a programming. After this programming, if the physician leaves the programmer session without aida reset, then reinterrogates the device, the episode should be displayed by programmer.

Event description:
Reportedly, the patient came to the hospital midnight on (B)(6) 2024 for an ICD shock activation. When checked at the hospital, the shock was confirmed from the stored data, but no egm was confirmed. The patient was checked again in the next morning, but the egm was also missing. The patient is still in the hospital, and the results of the analysis are urgently required in order to make a decision on the treatment plan as soon as possible.